Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 77 mg/dl and 160 mg/dl, 60 mg/dl and 175 mg/dl, 70 mg/dl and 200 mg/dl sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.